Event description:
It was reported that the patient was experiencing pre-syncope and bradycardia two weeks post implant when not laying down. There were high thresholds and no capture on the right ventricular (rv) lead. It was noted that there had been a possible lead dislodgement. Reprogramming was performed and a lead revision was planned. The lead remains in use. No further patient complications have been reported as a result of this event.